Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings of 479 mg/dl. The high blood glucose readings were treated with a manual injection. It was stated that the customer has not been able to control their blood glucose readings for the last 24 hours. The doctor stated that the customer needs to change their basal settings. It was also stated that the customer had a bacterial infection that was keeping the blood glucose readings high. The insulin pump will not be returning for analysis.